Manufacturer narrative:
The investigation of pump stop has been completed. Data log review showed pump stop with three attempts to restart all failing. In the last eight hours of the case, purge trends occurred three separate times in which the purge pressure would spike up and the purge flows would trend down. The first two occurrences trending toward recovery within two hours but the third ended in a pump stop. The pump was returned and inspected. After soaking the pump in warm water and tergazyme, biomaterial was found wrapped around the impellor blades and around the purge gap. No biomaterial was found in the purge tubing nor the red pump plug. Electrical testing showed open cable lines between motor phases 1, with connection 1-2 at 72.2k ohms and 1-3 at 74.9k ohms. Cables coming into and out of the red pump plug appeared twisted and one of the motor cables going into the catheter was necked and frayed. The cause of the pump stop was an open electrical line found on one of the motor cable lines that run from the red pump plug into the patient cable.

Event description:
The complainant reported that they encountered a pump stop while on impella cp. After the patient was brought to operating room for scheduled coronary artery bypass graft, the device failure occurred. Restarting was attempted three times unsuccessfully. A new console was brought to the room and the pump was unable to be restarted on new console. The device was removed into the descending aorta and removed from the patient over the wire and the 14 french sheath was inserted. The patient's outcome is unknown.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿